Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep states the product is still in use and no surgery is planned at this time. The hcp has moved, and the patient is searching for a new doctor nearer to her area. The patient is extremely active and is adjusting the therapy when working out and is living with any pain issues for now. The rep noted that the patient is very thin, and this may be a factor of the pain they feel when working out.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient is having pain during strenuous activity where the lead is implanted. Checked battery life and impedances which were good. Changed programs. Patient came in saying she was having pain at the lead insertion site, ¿but more subcutaneous¿ only when working out (hiking, walking, intercourse, etc). She originally was on program 3 at 0.5 volts, but slowly increased to 1.0 volts to help with her symptom relief while doing strenuous exercises. She stated she would increase by 0.1 volts and wait a week to see how it helped her symptoms. She stated at 1.0 volts on program 3 her symptoms are doing well, but the pain is intense, again, only when working out. I checked her impedances, which were good and her battery had 29.4-50.3 months left. I went through her thresholds for the first 4 programs which are below: p1 - 0.6 pelvic floor p2 - 0.7 vagina p3 - 0.9 upper cheek p4 - 0.8 rectum. Changed her to program 1 and had her track her symptoms and pain (if present) over the next couple weeks while exercising. I then instructed her to try program 2 and 4 after. If none work, she will turn the device off for a week and see how pain is doing. No device issues were reported. The issue was not yet resolved. Additional information was received from a manufacturer representative (rep). The rep reported that they scheduled a call with patient tomorrow and will see how the programs have been working with their symptom relief and pain. Additional information was received from a patient via a manufacturer representative (rep). The rep reported that they spoke with the patient that day. They stated they were having pocket stimulation, which had been from the beginning, however, was not conveyed to the manufacturer representative until the day of the report. The patient mentioned they still had pain/discomfort at the lead insertion site, but modified their description, stating they thought it may not be stimulation pain, but general pain from the lead itself. They stated their therapy had been working well on program 2 at 0.8 volts, however, over the last couple days, it had not worked as well, so they had increased stimulation to 1.0 volts, which they were feeling vaginally and in the pocket. They planned to turn the device off on wednesday to see if the pocket pain and lead pain dissipated. The rep would be calling the patient on monday, 2021-dec-06 to follow up, and would update here when they did.

Manufacturer narrative:
Concomitant medical products: product ID 978b128 ,lot# va2d7py ,implanted: (B)(6) 2021, product type :lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative. It was reported that, the rep spoke with the patient on dec 6th who had said they were going to turn their device off later in the week to see if any of the issues subsided. When they spoke with the patient a week later, they said wanted to keep it off another week to better assess. The rep spoke with the patient yesterday (2021-dec-22) and they said the discomfort continued at their pocket site after long days of exercise. They mentioned that they weighed about 106lbs and knows there¿s not a lot of extra fat for their battery. They also stated that they are a very avid biker, hiker, skier, etc so is always engaged in strenuous activities and working out. Their lead discomfort, however, was better with the device off. They did mention that their symptoms improved for about a day after turning device off, but soon returned to baseline, and is the reason they wanted to keep the device off longer than 1 week to see if maybe they could have symptom relief without the device. They told the rep that they turned their device on this weekend on program 4 at 1.0 but after a day needed to turn it up to 1.2 which is working well for them; however, they were still having the lead discomfort and pocket discomfort. They wanted to get through the holidays and think about next steps: either lead revision or maybe micro system since battery is so much smaller, but they told the rep they know they need the device in because with it off their symptoms we¿re not controlled.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2d7py serial# implanted: (B)(6) 2021 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.